Manufacturer narrative:
The mobile viewing station (mvs) interface cable was returned to the manufacturer for evaluation. After functional and performance testing a visual and physical examination was performed. It was observed, that the issue could not be confirmed, the cable passed all tests and was working as intended.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and replaced the umbilical/interface cable. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure the imaging system passes into stand alone mode. There was no patient present when this issue was observed. No additional information was available.